Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were in the hospital because they were bleeding uncontrollably around their incision. Patient stated they think they had the therapy turned off. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a patient. They reported that they were being at the hospital for 5-6 days starting on thursday or friday of the implant week due to the internal bleeding and hematoma around the incision reported in this case, patient reported their incision was getting worse than better. Patient mentioned not using the devices yet due to this situation. However, they would call back as soon as they could. Patient reported being at the hospital for 5-6 days starting on thursday or friday of the implant week due to the internal bleeding and hematoma around the incision reported in this case, patient reported their incision was getting worse than better and it kept getting bigger like it was swelling up. Patient mentioned not using the devices yet due to this situation. However, they would call back as soon as they could.